Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to charge the ipg as it was unable to communicate with external devices. A different charging system was also unable to charge the device. Surgical intervention may take place at a later date.

Event description:
Follow up revealed that the patient's ipg was replaced.